Manufacturer narrative:
Main component of the system and other applicable components are: product ID neu_unknown_ext, serial # unknown, product type extension; product ID neu_unknown_ext, serial # unknown, product type extension. Device analysis for ins (B)(4) revealed no significant anomaly. The ins was functionally okay.

Event description:
The company representative (rep) additionally reported that the nurse stated that the device did not need to be analyzed for any defect. There was no request for anything beyond disposal. The loss of therapy was not due to device malfunction. This device was operating normally at the time of device explant. There was nothing further to report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported the patient requested the device be removed due to inadequate pain control despite reprogramming. There was no patient injury. The patient recovered without sequela.